Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not received.

Event description:
It was reported by customer that accucath 2.25 was placed in the forearm. The rn stated she saw a large vessel, went to thread the wire and felt resistance. Went to pull out the wire and upon taking it out noticed the tip of the wire (the coil) was off. She called IV therapy to check and did confirm there was a piece of the device left in the patients tissue. Vascular surgery decided not to remove the piece and patient was sent home. No other information was provided.